Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a bolus anomaly. The blood glucose at the time of the incident was 106 mg/dl. Troubleshooting was performed. The device was returned for analysis.